Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump was loaded with 1/4-inch tubing to circulate cold water. The pump ran uninterrupted for two hours with occlusion set properly. After two hours, occlusion was increased to cause more current draw from the pump and ran for two more hours with no stoppages or disruptions observed. The pump was stopped and re-started several times. There were no errors displayed on the screen. No functional issues were encountered during the evaluation. It was determined that the roller pump met specification.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the cardioplegia (cpg) pump (small roller pump four-inch diameter) was not working and displayed a 'service pump' message. The unit was changed out with no delay, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: based on the log there were multiple motor fault and overcurrent messages on the cpg pump. It was possible that the cpg pump was over occluded, and this caused an overcurrent message and also, an under-speed head demand message which triggered a service pump. The log review confirms the complaint. The service repair technician (srt) duplicated the reported complaint. The pump displayed the error message during troubleshooting. Slight flexing of the pod printed circuit board assembly (pcba) caused the motor to skip and display a 'stopped: motor error' message. An internal inspection revealed that the bearing seal/gut was damaged. The gut assembly had abrasion marks from the friction against the bearing seal. The srt replaced the pod pcba, gut assembly, and the bearing seal. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia roller pump did not work and displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.